Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007992, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6007992. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6007992 was manufactured according to the work instruction (wi) version 114 and manufactured in the line 06 on 28-jun-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional flow testing for complaints area version 2: 5/10 reference samples were not able to be tested for flow and leak due to the samples were used in a special investigation under corrective and preventive action (CAPA) 1999254.for soft cannula found bent upon removal from infusion site. . Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint threshold identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (B)(6) 2025 due to bent infusion set leading to hyperglycemia. The blood glucose level was high at the time of event and the patient got treated with intravenous fluids and insulin drip no further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007992, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6007992. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6007992 was manufactured according to the work instruction (wi) version 114 and manufactured in the line 06 on 28-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: work instruction (wi) guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and work instruction (wi) guidance for functional flow testing for complaints area version 2: 5/10 reference samples were not able to be tested for flow and leak due to the samples were used in a special investigation under corrective and preventive action (CAPA). For the code soft cannula found bent upon removal from infusion site. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint threshold identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.